Manufacturer narrative:
This report is filed on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site, which has reportedly since resolved. Clinical management of the patient is ongoing.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. (B)(4). Device not received by manufacturer.

Manufacturer narrative:
Per the clinic, it was reported that the patient's infection was treated with oral antibiotics (date and duration not reported). This report is submitted january 20, 2016.